Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services. The hcp was informed by ts that the reported beeping tones from the device was in response to an alert. Ts suggested that a patient initiated interrogation (pii) should be performed if the device generates beeping tones again. According to the hcp, the patient has been scheduled for device replacement in (B)(6) 2014.

Event description:
Boston scientific recieved information that this device was received at boston scietnific's return products department.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Manufacturer narrative:
(B)(4). The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services to report that this device displayed a voltage too low for projected remaining capacity. Ts discussed the issue and recommended that the device should be explanted and replaced. Stored data from the patient's monitoring system was reviewed by in-house engineering. A low voltage alert was declared in (B)(6) 2014. The voltage was currently at 3.023 volts and therapy remains unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. To date, the power appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The available information suggests that this device remains in-service.

Manufacturer narrative:
(B)(4). Upon return, the device will undergo detailed laboratory testing to determine root cause.